Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum check and the energy check were performed successfully without issue. The energy was stabile during the whole day. The ablation test was performed successfully and without problems, but the ablation test image is blacked out because the microscope illumination was not turned on, therefore the ablation test image does not show any steps between the orientation lines. The log file shows twenty-six successfully performed treatments. The reported treatment (s) could be identified in the logfile. The surgeon used the reclaimed patient interface two times for the same patient. The treatment of the patient's left eye was aborted prior to procedure. The treatment was aborted by user after the beam control check. The treatment was aborted by the user for no apparent reason. Suction process was not started. In summary the pi lost suction before the laser fired. Malfunction cannot be confirmed. Direct after this treatment the surgeon starts the second treatment with same patient interface and patient. The treatment of the patient's right eye was aborted prior to procedure. Suction ring and patient interface was docked several times on patient¿s eye because the surgeon has had difficulties to reach a valid suction two value, the surgeon pressed the foot pedal and stopped the vacuum process, the treatment was cancelled. The treatment was aborted by user. In summary the patient interface lost suction before the laser fired. Malfunction cannot be confirmed. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The sample was not returned to the manufacturer for evaluation. A root cause for the customers reported event could not be determined because according to logfile review the product met manufacturer¿s specifications; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported loss of suction in the unknown eye of a patient with four patient interfaces. There are multiple related reports for this facility. This report addresses a pi's ((B)(6) (B)(6) (B)(6) (B)(6)) and additional manufacturer reports will be filed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported loss of suction in the unknown eye of a patient with four patient interfaces. There are multiple related reports for this facility. This report addresses a pi's (B)(6) and additional manufacturer reports will be filed.

Manufacturer narrative:
Based on information received, event occurred before laser fired. Hence, not qualified for the reportable event. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Event occurred before laser fired. Hence, not qualified for the reportable event.